Event description:
Kit number fdc16 was opened for a laparoscopic cholysectemy. The er320 was fired and the clips were not closing completely. A single er320 was opened to complete the case. There were no consequences to the patient.